Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed pressure marks from the lifevest. Patient advised the front therapy electrode is digging into ribs on the side, also vibration box is digging into his back, causing muscle pain. There was no alleged device malfunction contributing to the irritation. Patient reported that a doctor and physical therapist advised trying a larger garment. Distributor sent the patient a larger size garment. Follow up indicated that the irritation improved.